Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose of ¿hi¿ on the meter (over 33.3 mmol/l). The reporter indicated that the patient¿s health care provider in the hospital advised to discontinue insulin pump therapy. The reporter indicated that the patient¿s infusion site was changed out several times and several different vials of insulin were used in the pump. The reporter indicated that the patient was given an injection to correct for the high blood glucose levels at the hospital and the patient¿s blood glucose decreased. Insulin from the same vial of insulin was placed in the pump and the patient¿s blood glucose again became elevated. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an implied allegation of a pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the last basal delivery and the last bolus were delivered on (B)(6) 2013. The pump was manually suspended on (B)(6) 2013 14:46; deliveries were never resumed. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully completed a delivery accuracy test. The pump was found to be operating within required range and delivering accurately. No alarms occurred during testing. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.